Event description:
It was reported to adac that the laser export coordinates were incorrect due to a dicom import orientation issue. The pt had been scanned feet first going into simulator, but due to the dicom transfer process the images had been coverted to a feet first data set. The isocenter was marked and the data transferred to lap computer. When the staff went to mark the isocenter the laser had shifted to the pt's right versus left as it should have been and the in/out shift distance was also incorrect as the system said to move the table in and it should have been out. No injury was reported as a result of this issue.